Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display. The customer¿s blood glucose level was 226mg/dl at the time of the incident. Customer states that some of the numbers and letters missing on screen. The customer stated that during changing of infusion customer . Realized that some of my options in the main menu are missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform any test due to missing segments/partial display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.